Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was receiving gablofen (concentration 2000mcg at an unknown dose) via an implantable pump for intractable spasticity and cerebral palsy. The patient¿s pump was removed because of infection 2 months post implant. According to the health care professional, the cause of the infection and diagnostics performed were unknown.